Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for not feeling well. The customer had high blood glucose levels due to stress. The customer felt symptoms of diarrhea and vomiting. The customer stated that their blood glucose levels were at 250 mg/dl when they passed out. The customer does not know what caused them to feel sick. The customer was assisted with adjusting the basal and bolus wizard settings. The customer did not return the product back for analysis.